Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Additionally, performance data collected from the device was received and analyzed and analysis revealed the device was pre/approaching recommended replacement (rrt). Concomitant product: 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.